Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. *clean needlestick is not MDR reportable therefore MDR not captured as a si.

Event description:
It was reported that bd conventional needles needle 25ga 5/8in needle pierced the protective cap. The following information was provided by the initial reporter, translated from french to english: while preparing a calciparin injection, a student nurse pricked her index finger with the orange canula (not fitted to the syringe). The needle was bent inside the cap, piercing both the cap and the sterilization paper envelope.

Manufacturer narrative:
A device history record review was completed for provided material number 300600 and lot number 240104. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. However per the provided feedback, we understand an issue with damaged shield by needle. It is possible that the shield damage resulted during assembly process of shield in the hub of the needle. This may be due to some unexpected movement of the shield during the assembly operation, the shield of the needle was pierced damaging the cannula. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.